Event description:
It was reported that the patient required at lead 2 pocket revisions, one of which required hospitalization secondary to an infection at the pocket site. It was noted that the patient had never been happy with the implantable neurostimulator (ins) present location in the hip as it was bothersome to sit and lay down.

Manufacturer narrative:
Concomitant: product ID 377760, lot# v016553, implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Event description:
Additional information received reported that the patient's implantable pulse generator (ipg) was replaced with smaller device on (B)(6) 2013. It was noted that the patient recovered well without problems. It was reported that the patient is receiving effective therapy at the time of report.